Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The pusher assembly was kinked approximately 40.0, 78.0, and 133.0 cm from the proximal end. The embolization coil was intact on the proximal end of its pusher assembly. The stretch resistance wire (sr wire) was fractured along the length of the embolization coil. Conclusions: evaluation of the returned pc400 revealed that the sr wire was fractured. If the device is forcefully retracted against resistance, damage such as a sr wire fracture may occur. The px slim identified in the complaint was not returned for evaluation and, therefore, the root cause of the resistance could not be determined. Further evaluation of the returned pc400 revealed that the pusher assembly was kinked in multiple locations. Some of these kinks may have occurred due to forceful advancement against resistance during the procedure. Some kinks were likely incidental to the reported complaint and may have occurred while packaging the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of the resistance experienced during the procedure. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra coil 400s (pc400s). During the procedure, the physician was unable to advance a pc400 more than 50cm into the (px slim) and, therefore, the pc400 was removed. The physician made another attempt to advance the same pc400, however, the same resistance was felt. The procedure was then continued using a new pc400. There was no report of an adverse effect to the patient.